Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the non-coronary cusp calcification caused the cardiac injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, an aortic root rupture was observed post deployment of a 26mm sapien 3 valve. The s3 valve was deployed in an aortic position as intended. When closing the incision site, the heart rate (hr) gradually increased and the blood pressure (bp) dropped. Tee showed a pericardial effusion. Pericardiocentesis was performed. The bp gradually rose and the hr became in the normal range after drainage. Further tee revealed that the calcification on the non-coronary cusps was about to protrude into the atrial septum and it was the bleeding point. Protamine was given and the bleeding was getting fewer with time. No further intervention was performed and a decision was to do ¿conservative therapy¿ and to monitor the patient. The patient left the operating room with the drain in place.